Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav stablepoint open-irrigated ablation catheter and intellamap orion high resolution mapping catheter was used in a atrial fibrillation ablation procedure. After mapping was performed as usual in left atrium (la) with an orion catheter, it was replaced with a stablepoint ablation catheter. When stablepoint was moved to perform zero calibration for the contact force sensing, the physician noticed that the blood pressure dropped to 50. After checking with fluoroscopy, it was decided to perform a pericardial puncture. After that, the patient's blood pressure returned to normal and treatment for atrial flutter was performed/ the procedure was completed without further patient complications.

Manufacturer narrative:
Correction to include additional patent impact code of f1901: additional surgery. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav stablepoint open-irrigated ablation catheter and intellamap orion high resolution mapping catheter was used in a atrial fibrillation ablation procedure. After mapping was performed as usual in left atrium (la) with an orion catheter, it was replaced with a stablepoint ablation catheter. When stablepoint was moved to perform zero calibration for the contact force sensing, the physician noticed that the blood pressure dropped to 50. After checking with fluoroscopy, it was decided to perform a pericardial puncture. After that, the patient's blood pressure returned to normal and treatment for atrial flutter was performed/ the procedure was completed without further patient complications..